Event description:
On (B)(6) 2013, a doctor reported that he was placing a swishplus implant. In the middle of placement of the implant (2/3 of the implant was placed into the bone), the implant carrier disconnected from the implant., the doctor could not reconnect the carrier. The doctor tried to place a cover screw and that did not work. The doctor removed the partially placed implant by means of surgical instruments.